Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "shortly after bypass start, increasingly massive water discharge at the gas outlet of the oxygenator." (B)(4).

Manufacturer narrative:
(B)(4). The sample was returned on 2017-02-07 to the maquet site in (B)(4) and was investigated in the complaints laboratory. A leak test was performed and the leakage at the gas outlet was confirmed, no further abnormalities were observed. Further investigations were completed in the lab to identify what was causing the leakage of the device. The gas side of the oxygenator was sawn open. Fiber shrinkage was found on side 2 and side 4. On both side 2 and side 4, several rows and fibers were affected. Nothing else of note was found. The shrinkage of fibers was confirmed. A DHR review found no abnormalities and all the controls were completed in accordance with the process control form. A search of the complaint handling database was also carried out on 2017-07-05 and currently there is not a systemic issue with this product. His product contains microporous fibers. The issue was referred to the responsible life cycle engineer, and he confirmed that the phenomenon of fiber shrinkage has been found and investigated for products with microporous fibers in a corrective action in response to increased customer complaints about leakage from the gas outlet for products with microporous fibers. This corrective action was closed as effective. It is not clear if this is the same issue as investigated in corrective action investigation. The strategy agreed with the lce engineer was that the complaints will continue to be monitored for further instances, and should there be an adverse trend, the need for any further actions will be evaluated and implemented if warranted. In addition, if there is a sample available for any future customer similar complaint, a thorough investigation to establish the root cause will be carried out.

Event description:
(B)(4).